Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer called and reported he bumped into a dresser and the insulin pump alarmed with a motor error as well as a motor position encoder error. Customer's blood glucose was 60 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.